Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pfa procedure the farawave ablation catheter, there is cloudiness or residual residue in the flush tubing/hub where a pressure line would connect on the device. This was present upon opening the device and seen immediately. The catheter was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Upon device return and inspection it was observed that there was potential adhesive in the flush tubing. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed and the irrigation was functional in all deployment states. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis.

Event description:
It was reported that during preparation for a pfa procedure the farawave ablation catheter, there is cloudiness or residual residue in the flush tubing/hub where a pressure line would connect on the device. This was present upon opening the device and seen immediately. The catheter was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.